Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to damaged mechanical/chemical stress applied by repeated use for a long duration. In addition, nozzle foreign objects, insufficient cleaning, bending angle in up direction failure to meet standard value, angle wires stretched, bending section cover chip, bending section cover crack, c-cover dirt, and adhesive light guide lens peeling were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that broken wire for raising forceps was noted with the evis lucera duodenovideoscope. During a standard service inspection of the customer returned device, the nozzle had foreign objects. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.